Event description:
It was reported that the patient's left hip was revised. As reported: "the patient reported pain and discomfort in her left hip, x-rays showed a size 1 accolade tmzf stem with a 32+12 v40 femoral head disassociated from the trunnion, she was brought to the operating room for a revision surgery, the femoral head was found to be disassociated from the stem, there was damage to some of the soft tissues and metallosis findings, a femoral revision was performed utilizing another company¿s implant, the acetabular component was stryker and was retained, a liner exchange was performed on the trident acetabular cup, it was a size d alpha code. No further information is available or implants due to facility policy. Rep confirmed there were no allegations against the revised liner.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.